Event description:
The customer reported being hospitalized for low blood glucose two weeks ago. The customer stated that she changed the infusion set the night before the call, and she filled the reservoir with 114.0 units of insulin. The customer stated that the time and date on the insulin pump were correct. The customer stated that the insulin pump registered the boluses and basals correctly in the daily totals. The units remaining in the status screen matched to the units left in the reservoir. The customer stated that she may have over bolused to treat her high blood glucose. Troubleshooting was performed. Ran a displacement test and the insulin pump passed the test. The customer mentioned wearing the infusion set for three days. The customer stated that she is under new medications, but her doctor did not indicate whether the medications would affect her blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.